Event description:
It was reported that, "pt hip became infected, wash out and explant took place. Replacement implants put in."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional info has been requested and if received will be provided on a supplemental report.